Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was deflation..

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a curved opening. A leak test was performed and found three openings. A microscopic analysis identified a curved sharp opening on the posterior side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification and curved striated openings on the radius side assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.